Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient received an implanted device last night and this morning telemetry could not be obtained. The caller stated the light emitting diode (led) on the radio frequency (rf) head displayed green and then orange. Technical services suggested using another rf head, which rectified the problem. The caller was expected to order a new rf head. The status of the old rf head is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)